Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (cervical and thoracic). It was reported the patient's scs cervical ipg became inoperable after personal issues prevented him from recharging the scs system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced.

Event description:
Follow-up identified effective stimulation was established thus resolving the issue.